Event description:
Related manufacturer report number reference: 2916596-2022-11116. It was reported that the patient was transferred to computed tomography (CT) scan on batteries on (B)(6) 2022. When the patient returned to the room, the patient was attached back to the power module. There was a low voltage advisory on the black cable and the patient was immediately switched to batteries. The power module and the patient cable were changed out to another set, and the same occurrence of low voltage was noted. When both power cables were attached to the same patient cable, no alarms were noted. Log file analysis captured low voltage hazard events on the power module on (B)(6) 2022. Further log file analysis indicated that during the event, the relative stated of charge (rsoc) values of the white power lead were low while connected to the power module and patient cable which indicated that the rsoc signal between the power source and the controller was degraded; motor function was not affected by the events. The controller (hsc-111932) was exchanged on (B)(6) 2022 which resolved the low voltage event. It was reported that the patient passed away on (B)(6) 2022; the patient had multi-organ failure. The site reported that the device operated as expected.

Manufacturer narrative:
(B)(4). A specific cause for the reported multiorgan failure and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. Evaluation of the submitted log files confirmed low flow events that the account resolved with proper hemodynamics. The controller event log file captured 23 low flow fault flags, resulting in 7 low flow hazard alarms on (B)(6) 2022. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The account communicated that the patient¿s low flow alarms occurred immediate post op during ICU care, and they resolved with proper hemodynamics. The patient¿s symptoms were not able to be assessed during the events since they were sedated. It was reported through the patient outcome, the patient passed away on (B)(6) 2022 of heart failure. The death was not device related, and the patient had developed multi organ failure prior to death. The device operated as expected and will not be returned for evaluation. The relevant sections of the device history records for the (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2022. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU lists various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.